Event description:
Same case as MDR ID 2134265-2013-03171 and MDR ID 2134265-2013-03351. It was reported that during an intravascular ultrasound (ivus) procedure, the mdu failed to do auto pull back. During an ivus procedure, it was noted that the motor drive unit failed to pull back. The procedure was complete with this device. No patient complication were reported.

Event description:
Same case as MDR ID 2134265-2013-03171 and MDR ID 2134265-2013-03351. It was reported that during an intravascular ultrasound (ivus) procedure, the mdu failed to do auto pull back. During an ivus procedure, it was noted that the motor drive unit failed to pull back. The procedure was complete with this device. No patient complication were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the mdu-5 was received in good condition with no visible damage or defects observed. The problem could not be reproduced as indicated in the original complaint. The unit meets specification for functional testing. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).